Event description:
On (B)(4), received a complaint stating that there was an issue with a dressing not functional, and the patient had to be returned to the operating room for a dressing change. I made it a point to observe the patient during my rounds on (B)(6) and found the dressing not being fully compressed, the port compressed. The bedside nurse stated that the wound nurse had seen this patient earlier and did not think the therapy was functional. I suggested that the port only should be changed, but neither the bedside nurse nor wocn wanted to risk injury to the patient.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f medium w/ soft port. The complaint is unconfirmed and no product was returned. Since negative pressure therapy involves various elements within a system (i.e. Pump, canister, suction port etc), it is difficult to determine a definitive root cause for the issue described. Possible root causes for the partial dressing compression are application technique, the wound not being completely sealed or partial occlusion of the port opening. When there is a proper seal, all portions of the dressing should be compressed and firm to the touch with no leaking or pooling of fluids. If the system has detected a significant leak for more than 1 minute, the alarm will triple beep every 10 seconds; the status light will flash amber. If the system is sealed, the alarm will reset automatically. If there is a leak in or around the dressing site, the dressing should be checked for inconsistencies such as creases, crevices or skin folds. A root cause cannot be determined. The DHR could not be reviewed because no lot information was provided.